Manufacturer narrative:
Correction: it was previously reported that synchromed pump serial number (B)(4) was related to the event. The isomed pump (B)(4) was returned to the manufacturer. Information received indicated the isomed was related to the event.

Manufacturer narrative:
Device analysis was not complete at the time of this submission. A supplemental report will be filed upon completion.

Event description:
It was reported, the pump started to alarm and the patient's pain returned. Interrogation revealed a motor stall had occurred. It was indicated it was early battery depletion. The pump was replaced. There was no patient injury and the patient "recovered fully". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported indicated the patient had dilaudid and local anesthetic, bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.